Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Also, for the distal end plastic cover had burn marks, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonoscope to the service center for a separate issue. During the evaluation of the device, white residue was found inside the cylinder, and the distal end plastic cover had burn marks. The service repair technician indicated the most likely cause of the complaint could not be established; the distal end plastic cover burn marks were traced to component failure. There was no patient involvement.